Manufacturer narrative:
On feb 11 2021, the mentor failure analysis lab received the device for evaluation. On feb 19 2021, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the side. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant was found to be ruptured. Additionally, a crease/fold was noted in the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: unknown manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the left side post-operatively. The rupture was discovered during explantation on (B)(6) 2021. Th reason for the explantation is unknown. The patient underwent removal and replacement with a mentor gel breast implant (serial number (B)(4)).